Event description:
Initially it was reported that this patient¿s catheter was revised and felt it was related to an infection. The physician wanted to ¿pull back¿ on the catheter and relocate it lower. During the case there was not much cerebral spinal fluid (csf) flow with this catheter ¿as initially¿ and it was thought perhaps an infection or scar tissue was high up on the catheter which might have impacted the flow. The anchor was removed using the removal tool and the catheter was relocated. However, it was later clarified by the representative in the case that the surgeon simply wanted to move the catheter lower in spine to avoid scaring area from hardware that was impeding flow to get better csf flow. Re-anchoring worked and created great flow. Reportedly, this was a new implant and there was no mention of any patient symptoms or infection present. Further, reportedly the surgeon used perfect technique and placed the catheter mid- thoracic. After anchoring down, the csf was noted as slower than desired. The anchor was cut and the catheter lowered which tripled the csf return. The surgeon maximized therapy flow and effectiveness by readjusting the catheter height. It was again verified that this was a repositioning of a new catheter, an adjustment during the initial implant procedure. There were no system components, ¿old¿ pump or catheter in the patient at the start of this case. There was no report of any patient¿s symptoms nor infection mentioned by the representative who did the case.

Manufacturer narrative:
Concomitant product: product ID 8780, serial# unknown, product type catheter. (B)(4).